Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test per specification. Sensor failed per specification due to high readings. Unable to confirm adhesive anomaly due to sensor was returned opened/used.

Event description:
Customer reported the reading of the sensor and blood glucose has been off for the past three days. Sensor glucose reading was 141 mg/dl and blood glucose was 497 mg/dl. Customer treated high blood glucose with a bolus. Customer has had the issues with current sensors and previous sensor from different lot number. Customer was unable to upload to carelink. Customer was advised to monitor the device and to upload to carelink in order to do proper troubleshooting. Customer was using sensor readings to treat and since the device alarmed his blood glucose was 47 mg/dl customer ate food. Then it read that it went up to 138 mg/dl and customer blood glucose was at 497 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report #'s 2032227-2014-09745 and 3004209178-2014-95760.